Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench. The analysis was normal and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that premature battery depletion was observed on patient device and device could not be reprogrammed. The device was explanted and replaced. The patient was stable.